Event description:
Patient was being mechanically ventilated and receiving rad tx; after procedure ventilator alarmed high priority, and it was noted no breaths were being delivered; patient was transferred to different ventilator with no adverse outcome. (B)(4). Diagnosis or reason for use: respiratory failure.